Event description:
N/a.

Manufacturer narrative:
The hakim valve (ID ns9008) was returned for evaluation. Device history record (DHR) - the product code ns9008 with lot 4203436, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was on setting 60 mmh2o. The valve was visually inspected, the siphon was broken. Cut marks were noted on the housing and siphon guard. The catheter was irrigated, and no occlusion was noted. Root cause analysis - the root cause for the issue reported by the customer is due a sharp or pointed object coming into contact with the valve in view of the cut marks on siphon guard. As noted in the surgical procedure precautions section in IFU, silicone has a low cut/tear resistance.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted

Event description:
A facility reported a hakim valve (ID ns9008) was implanted due to communicating hydrocephalus and snph (secondary normal pressure hydrocephalus) via l-p shunt on (B)(6) 2022 with 150mmh2o. The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj). The area where the device was implanted was swollen, the ruptured device caused csf accumulation. A CT scan confirmed that the device was disconnected, therefore it was explanted on (B)(6) 2024. No symptoms of hydrocephalus were observed after it was explanted, therefore, a new valve was not implanted. Primary disease: optic nerve tumor.